Event description:
It was reported that episodes of noise on the ventricular channel were observed during routine follow up. The patient received inappropriate therapy. The noise was present in clinic. Further interrogation revealed low, out of range, pacing lead impedance and externalized conductors were observed via fluoroscopy. The lead was explanted and replaced competitively without complication to the patient. Lead will not be returned for evaluation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).